Event description:
It was reported during the procedure that the 4194 lead would not exit through an 8fr guiding catheter. The lead was removed and replaced with a 4196 lead that was successfully implanted. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected initial reporter. Corrected device conclusion code. Evaluation summary: (B)(4): no anomalies were found. The visual inspection noted blood/body fluid on the distal conductors. The full lead was returned for analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The visual inspection noted blood/body fluid on the distal conductors. The full lead was returned for analysis.